Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem was not confirmed during sample analysis as the device was able to power on; however, failure f-38 was occurring during power on. The f-38 alarm was caused by damaged force sensing resistors. The device was taken out of service. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. The identified condition was before use. There was no patient involvement. No additional information is available.